Event description:
It was further reported that as per death certificate, the immediate cause of patient's death was anoxic brain injury caused due to dysrhythmia and cardiomyopathy.

Manufacturer narrative:
Device is a combination product device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2014, the patient also experienced myocardial infarction (mi). According to the physician, stent thrombosis is unlikely to occur despite significant in-stent restenosis, since the stent struts were likely covered well with neointimal hyperplasia. Patient could have had an mi but not likely to be related to device.

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis (isr), ventricular fibrillation, cardiac arrest and death occurred. In s(B)(6) 2012, the patient presented with myocardial infarction (mi) and was referred for cardiac catheterization. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the 2nd obtuse marginal (om) branch with 80% stenosis and was 35 mm long with a reference vessel diameter of 2.5 mm. It was treated with pre-dilatation and placement of the 2.50mm x 38 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. Three days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, coronary angiography was performed and revealed 95% diffuse isr of the previously placed study stent in om2. No revascularization or any intervention was performed to treat the isr. In (B)(6) 2014, the patient was hospitalized due to ventricular fibrillation with cardiac arrest. Patient cardiac enzyme levels were noted to be elevated and patient experienced recurrent shocks of ventricular fibrillation and was constantly resuscitated to pulseless electrical activity (pea).the patient was placed on levophed, dopamine, vasopressin and amio intravenous (IV). The patient also suffered from acute respiratory failure and anoxic encephalopathy secondary to ventricular fibrillation and was also placed on renal replacement therapy. The patient then experienced continuous non capture of pacer and despite cardiopulmonary resuscitation/ advanced cardiac life support (CPR/acls), the patient expired. Per autopsy report, there is no evidence of acute myocardial injury and the major segments of coronary artery were narrowly patent with atherosclerotic changes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Describe event or problem and relevant tests/lab data updated. (B)(4).

Event description:
It was further reported that adjudication result indicates that no myocardial infarction (mi) noted.